Event description:
It was reported that a malfunction alarm occurred with a displayed malfunction code, which was resettable and did not recur after resetting the pump. There was no adverse impact to the customer's blood glucose level, as it remained under 500 mg/dl (27.7 mmol/l). The customer received assistance from technical support to reset the pump and was advised to continue using it, with instructions to call again if any issues reappeared.